Event description:
Noted sensing problems on phone check. Pt came into clinic. Sensing problem noted on ventricular lead, pacing problem also noted. Original implant date 11/9/87. On 5/24/96 had replacement of generator and had placement of ventricular lead.